Event description:
The generator scheduled for replacement was co's device which was labeled as an is-1 lead (3.2mm). The plan was to implant a co's generator which was labeled to accept a vs-1 lead. However, the co's lead, which was an is-1 (3.2mm) connector could not be inserted into the receptor port of this generator. An attempt was then made with other co's generator which was labeled for an is-1 lead. However, the existing co's lead could not be inserted into the receptor port of this pacemaker either. Therefore, a diag adapter was utilized to reduce a 5.2mm lead to a 3.2 mm lead, and the lead was then connected to the first other co's generator without difficulty. This incident was promptly reported to a co's svc rep.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.